Event description:
The hcp reports the patient developed fluid collection around the pump resulting in drainage of serous fluid from the pocket in 2005. Additional information has been requested from the hcp but no follow up has been received as of the date of this report.